Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5; d.6a; h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Treatment provided in the form of massage therapy and singular.

Event description:
Healthcare professional confirmed capsular contracture as baker grade iii.